Manufacturer narrative:
The report of ¿shocking sensation¿ with stimulation on was not confirmed. Analysis of the lead found it was returned cut into segments as a result of the explant procedure; all segments were tested for opens and none were found. No other anomalies were found that would have existed prior to explant that would have contributed to the allegation.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04312. Related manufacturer reference number: 3006705815-2019-04314. It was reported the patient was experiencing overstimulation. Reprogramming was unsuccessful. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2019 wherein the system was explanted.